Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose (bg) level was 116 mg/dl. The customer declined troubleshooting with tandem customer technical support (cts) and indicated that cts would be contacted if the issue persisted. The customer did not contact cts regarding the reported issue.